Manufacturer narrative:
Medical device problem code 1494 - indication for use the device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, a 9f sheath was used with no preclose technique executed. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 24f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle after an extracerebral interventional procedure using a 9f sheath. Reportedly, back-flow of the blood was not confirmed. The device was removed, re-inserted, and rotated; however, the back-flow was not confirmed yet. Therefore, a new prostyle was used; however, the same issue occurred. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.